Event description:
It was reported to tyco healthcare/ kendall on 03/20/07 that there was allegedly a product problem with the dermacea x-ray detectable sponges. The customer alleges that thread debris was found at the surgical site. The surgeon performing the surgery claimed that the weave came apart and he had to pick the threads out of the incision prior to closure.

Manufacturer narrative:
An investigation is currently underway. Upon completion results will be forwarded.